Event description:
While the doctor was using the handpiece in a crown preparation procedure, the patient noticed a hot sensation on their lip. The doctor stopped immediately and observed a burn injury to the patient's lower lip. The patient has had a follow up with the doctor since the incident and the patient is healing normally without need for additional medical treatment.